Manufacturer narrative:
Concomitant medical products: evproplus-29u transcatheter valve, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative the right atrial (ra) lead exhibited no capture and had dislodged which was confirmed by x-ray. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.